Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported taking 30 units of "novolog r" insulin based upon an aviva system blood glucose result of 561 mg/dl. Retest result within 10 minutes was 190 mg/dl. Caller stated she felt like she was going to pass out, went to emergency room where glucose IV solution and phenergan was administered, the doctor advised her to eat something. She was held in the emergency room for 3 hours then allowed to leave. A request was made for the return of the meter and strips, replacement sent.